Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cable camera video assembly was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not perform fluoroscopic x-ray. No pt injury was reported.